Event description:
It was reported the display backlight comes on but nothing else. The problem occurred at the beginning of the procedure. There was no patient consequence. They were not getting and leds to display and that the power supply voltage was at 48v.

Manufacturer narrative:
Date sent: 08/08/2007. Eval summary: based upon the inquiry information received visual and functional examination: the unit was found to require the main pcb to be replaced. The device was functionally tested, met all product requirements and returned to the customer.